Event description:
A caller reported that the insulin gauge on their pump displayed a different amount than expected earlier in the day. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by loading a new cartridge and was instructed by technical support to call back if they experienced an active fill estimate issue again. No additional assistance, such as email resources, was requested by the caller.